Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for troponin t hs stat on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin t hs stat result was 20.09 ng/l. The repeat result was 13.69 ng/l. Patient 2 initial troponin t hs stat result was 39.46 ng/l. The repeat result was 14.34 ng/l. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 26765401 with an expiration date of 31-jan-2019. No issues were identified during a review of the customer's calibration and qc data.

Manufacturer narrative:
The field service representative (fsr) visited the customer site. He could not find the date the measuring cell was last replaced so he replaced it. The fsr performed a system volume check, a photo-multiplier tube high voltage adjustment, a blank cell calibration and instrument performance testing. The pinch tubes were also replaced.

Manufacturer narrative:
No issues were identified during a review of the alarm trace data. The investigation was unable to find a definitive root cause.